Event description:
Description of event according to initial reporter: upon deployment the main leg struts did not open up after deployment. Filter was extremely tilted, so the physician went in and snared it and removed it and then placed a gunther tulip. No harm to the patient. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.